Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the laser output was low prior to a laser procedure.

Manufacturer narrative:
The company service representative examined the system and found the power output through their laser indirect ophthalmoscope (lio) peripheral to meet relevant specifications, indicating the system met specifications. However, the power output from the slit lamp was found to be low. The slit lamp fiber was replaced. The system was then tested and met all product specifications. The system was manufactured on september 3, 2009. Based on qa assessment, the product met specifications at the time of release. The slit lamp adaptation kit lot number (l/n) was not provided and could not be determined based on the information provided. Therefore, manufacturing information could not be obtained. The root cause can be attributed to the nonconforming slit lamp fiber. (B)(4).